Manufacturer narrative:
Patient information: no information was provided. Reporter's occupation was not provided. The sample was not returned for evaluation. 3m is unable to verify the leak, identify exact location and root cause without the sample. Based on the information provided, reported incident appears to be a heat exchanger leak. Reported lot hw8284 was produced prior to corrective action implementation. 3m will continue to monitor.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24365) leaked fluid inside a 3m¿ ranger¿ warming unit. No patient or staff injury was alleged. No additional information was provided.